Event description:
It was reported that an asymptomatic patient presented in ER after receiving inappropriate therapy. Noise and externalized conductors were observed. The lead was capped and replaced.